Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned as it was discarded by the medical facility.